Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up the device was found to be in backup vvi mode. A device download successfully restored normal function and the device remains implanted.